Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported, won't turn off, bad keypad.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case assembly due to unresponsive keys. A review of the device history record showed the device had a manufacture date of 01mar2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to unresponsive key of the front case assy w/ keypad 8015 m2. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1120033 for unresponsive keys.

Event description:
It was reported that the device will not turn off. There is a bad keypad. No additional information was provided. There were no adverse events or consequences to the patient.

Event description:
It was reported that the device will not turn off. There is a bad keypad. No additional information was provided. There were no adverse events or consequences to the patient.

Event description:
It was reported that the device will not turn off. There is a bad keypad. No additional information was provided. There was no adverse events or consequences to the patient.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case assembly due to unresponsive keys. Based on the findings, service determined that the proximate cause of the reported issue was due to unresponsive key of the front case assy w/ keypad 8015 m2. Device history review: a review of the device history record showed the device had a manufacture date of 01mar2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device will not turn off. There is a bad keypad. No additional information was provided. There was no adverse events or consequences to the patient.